Event description:
The customer confirmed the event occurred before the diagnostic procedure started. There was a delay in procedure, but the patient was not under general anesthesia at the time of the delay. There were other device involved in the event. The procedure was completed with a different device. Other devices were replaced during the event. The customer confirm no patient injury and no medical intervention occurred.

Manufacturer narrative:
This report is being supplemented to provide additional information obtained from the customer and based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the event occurs only with the 180 series scope, the malfunction was likely caused by a faulty operational amplifier on the printed circuit board. There has since been a design change to prevent reoccurrence.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the evaluation, the reported issue was confirmed due to a faulty patient board set. The front panel connector was not working due to a worn- out connector, causing a flickering image. A worn-out front panel labeling was found. No other issues were found during the device inspection. If additional information is obtained a supplemental report will be filed.

Event description:
A user facility reported that they had a patient on the table and no image was obtained while using a video system center with the 180 series scopes. No information regarding the patient's medical state was reported. No death or infections were reported. No additional information has been obtained.